Event description:
Spontaneous. Rn reported that durolane product received was defective. The needle was not threaded correctly to the pfs(prefilled syringe) and when md administered the medication, the product spilled out over the top of the syringe rather than injected into the patient's knee. Md used their own stock to prevent missed dose date of dose and date of malfunction: 12/11/2023. No missed dose or adverse event reported. Unknown if defective device is available for return. No further information. Reported to (B)(6) by health professional.